Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer pfo occluder was selected for implant using a 9f amplatzer torqvue delivery system. During procedure, the "rebound of the patient foramen ovale occluder is poor and cannot be continued to be used." "The compression of the occluder was not restored to its original state" and had a bulbous-like deformation. There were no interaction with cardiac structures during deployment and no angulation/kink was observed with the delivery system. The occluder was never released from the delivery cable while inside the patient and removed. A new 35mm amplatzer pfo occluder was successfully implanted. The patient was reported to be in good condition.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An event of device deformity did not confirm via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information received and returned device analysis, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.